Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 8mg/ml at 1.54 mg/day and bupivacaine 16mg/ml at 3.08 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, a low reservoir alarm occurred. On (B)(6) 2015, an empty pump alarm occurred. Both alarms were confirmed in the pump logs. It was reported as "yes/unknown" if the patient missed a refill. A refill was successfully performed and the alarm resolved after the pump was updated. No patient symptoms occurred. If additional information becomes available, a follow-up report will be submitted.